Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their implantable neurostimulator (ins) is not working, and that they have a return of symptoms and are not able to go to the bathroom all the way. It was also indicated that they do not feel stimulation even with it increased "all the way." There were no falls or trauma related to this event. Indication for implant is urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient was asked if they had notified their managing physician and they replied, yes, she knew. They stated the issue was first noticed 1 year after the implant was put in. They were asked to clarify the device not working issue and they replied there was a device concern. They stated they did not know the circumstances that led to the device not working. To resolve the issue they stated the battery was checked and a new 'stem' was put in. It was noted the issue was not resolved at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported they wanted to get their ins taken out. They stated that ¿she should get her ins taken out¿ because ¿it doesn't work anymore¿. The patient noted that they issue started a couple of years ago. No symptoms were reported in the event. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.